Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ cramping") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), abdominal distension ("constant bloating") and polymenorrhoea ("erratic periods sometimes 3 in one month"). The patient was treated with surgery (hysterectomy in (B)(6) 2017). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain, headache, abdominal distension and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, headache, abdominal distension and polymenorrhoea to be related to essure (ess205). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and cramping, then around 10 years after placement she underwent a hysterectomy. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after implant procedure, plaintiff began to experience abdominal pain and cramping. Considering event's nature and in the absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("severe abdominal pain/ cramping") in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's past medical history included uterine bleeding. Concurrent conditions included body mass index normal, abdominal pain lower and hot flashes. Concomitant products included chloramphenicol (antibiotic [chloramphenicol]) since 2011 and ibuprofen since january 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("vaginal haemorrhage") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopause ("went into menopause at age 43 or 44") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2010, the patient experienced nausea ("nausea"). In 2013, the patient experienced tooth disorder ("dental problems"), hemianaesthesia ("numbness of right arm and right leg"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("constant bloating"), polymenorrhoea ("erratic periods sometimes 3 in one month"), rash ("7 year rash,/ ugly rash on back, abdomen, chest"), skin disorder ("skin conditions") and dermatitis allergic ("allergic skin rash"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy in jan-2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal distension, polymenorrhoea, menopause, rash, skin disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal haemorrhage and menorrhagia outcome was unknown, the abdominal pain, nausea, hemianaesthesia and dermatitis allergic had resolved and the weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hemianaesthesia, menopause, menorrhagia, nausea, pelvic pain, polymenorrhoea, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added,events added as :-menopause, genital haemorrhage, rash, skin disorder, nausea, tooth disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, vaginal haemorrhage, meorrhagia, dermatitis allergic and patient did not undergo essure confirmation test. On 1-mar-2018: medical record received,reporter added, patient historical and concomitant condition added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and cramping, then around 10 years after placement she underwent a hysterectomy. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after implant procedure, plaintiff began to experience abdominal pain and cramping. Considering event's nature and in the absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible, the product technical analysis concluded that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.